Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 1200 mg/dl. Moreover, patient had an insulin flow block event on 19-jun-2024 and did not change the set. Due to this issue, the patient was admitted to the ICU at hospital. The blood glucose value when admitted to hospital was 1200 mg/dl as of (B)(6) 2024 at 4:30 pm and was inpatient. Intravenous insulin drip was used as a corrective treatment. No further information available.

Manufacturer narrative:
(B)(6).